Manufacturer narrative:
Conclusion: the physician stated that there were no issues with the valve. The organism was not provided. Based on the device history review of this product, there was no issue identified regarding manufacturing and sterilization (raw materials, manufacturing time period, packaging and labeling, or sterilization load) that would have impacted this event. Based on the limited information received, there was no allegation that the endocarditis was related to the device and/or manufacturing valve process. Without the return of the valve, a root cause of the event was unable to be determined.

Manufacturer narrative:
Additional information was received that the valve was explanted due to endocarditis. (B)(4).

Manufacturer narrative:
Multiple attempts to obtain additional information and device return have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 45 days post implant of this aortic bioprosthetic valve, the valve was explanted and replaced with a medtronic aortic bioprosthetic valve of the same model. The reason for the replacement procedure is unknown. No adverse patient effects were reported.